Event description:
The kc sales rep reported to the MFR that while attempting to remove a peg tube non-endoscopically, the user noted that the internal bumper broke from the tubing and remained in the patient. There was no report of injury or adverse consequences as a result of the disconnection. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.

Manufacturer narrative:
The device was not returned for evaluation. The mfrs were unable to conduct a complete investigation as to the cause of the tube separating from the internal bumper. The device history record could not be reviewed without corresponding lot numbers. The device labeling was reviewed and the dfu cautions that if the tube does not move without restriction in the tract, do not attempt to use traction as a method of removal. Traction as a method of removal may result in tract separation and associated complications. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.